Manufacturer narrative:
Na.

Event description:
The customer received questionable low results for multiple assays and noticed there was an overflow of the reaction cells. The customer repeated patient samples on another cobas analyzer. Of the results provided for two patient samples, only the following results were discrepant. Patient 1: initial calcium was 3.5 mg/dl and the repeat was 9.8 mg/dl. Initial glucose was 75 mg/dl and the repeat was 128 mg/dl with a data flag. Patient 2 ((B)(6) male): initial calcium was 4.5 mg/dl and the repeat was 8.6 mg/dl. Initial glucose was 92 mg/dl and the repeat was 147 mg/dl with a data flag. All of the initial results were released to their lis system and then a minute later were deleted. The repeat results were believed to be correct. The patients were not treated or affected by the erroneous results. The reagent lot numbers and expiration dates were requested, but were not provided. The field service representative found the reagent probe was not properly seated, there was a fluidics failure of the tubing, and a mechanical failure of a valve. He reseated and tightened the probe and replaced the waste valves and vacuum pump diaphragms. He replaced the tubing and a valve assembly. The customer ran calibration and qc with all results within specification.